Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load, advance or form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.